Manufacturer narrative:
H6: investigation summary: no samples including photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that prior to use with bd veo¿ insulin syringes with bd ultra-fine¿ needle 1/2ml 6mm (15/64") 31g it was discovered that the expiration date is missing from the packaging. The following information was provided by the initial reporter: caller found a 10 pack in closet. Feels its expired but did not have the lot number with her. Only the ndc and copy write year 2013. They discarded the packet - noted the exp date was not on the packet.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use with bd veo¿ insulin syringes with bd ultra-fine¿ needle 1/2ml 6mm (15/64") 31g it was discovered that the expiration date is missing from the packaging. The following information was provided by the initial reporter: caller found a 10 pack in closet. Feels its expired but did not have the lot number with her. Only the ndc and copy write year 2013. They discarded the packet - noted the exp date was not on the packet.